Event description:
The reporter is calling to report on a bedrail which he strongly feels poses a danger to his residents. According to the reporter, the resident was found in bed with his head between the vertical bars of the bedrail. The resident had expired. The cause of death was ruled as pneumonia. The reporter is concerned because he was unaware a resident's head could fit between the vertical bars. Reportedly, the gap between the bars is 7 1/2 inches. Although the bedrail was not implicated in this particular death, the reporter feels it could easily lead to serious injury or death if a resident was entrapped. The bedrails were purchased separately from the beds.